Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital to be cardioverted out of vf. Device check following cardioversion revealed that the device was in backup vvi. Patient was asymptomatic. A device download was successfully performed.